Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected lower range. There was lv tip to can lead impedance warning on (B)(6) 2016 for out of range low. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high pacing impedance. The lv tip to lv ring, lv ring to can, and the lv ring to right ventricular (rv) ring configurations were high. It was also noted that there was low and decreasing lv lead impedance on the lv tip to can configuration. The lv lead remains in use. No patient complications have been reported as a result of this event.